Event description:
Procedure type: lap chole. According to the reporter: the clip did not form properly/scissored, and required a biliary stent. A bile leak was noted after the surgery. The area was re-clipped but scissored again, then it was re-clipped a 3rd time and the clip formed properly.

Manufacturer narrative:
Initial report sent: 6/2/08.